Event description:
It was reported that a surgery was performed on (B)(6) 2022 for patients with delirium. It was stated that the catheter was torn on (B)(6) 2022. Catheter was removed with a cystoscope by a urologist on the (B)(6) 2022. About 15 cm of catheter remnant was removed. It was confirmed that the patient was not experiencing any problems. Stated the catheter rupture due to patient traction. As per sample evaluation from the investigator via email on 11jul2022, it was noted that a hole was found over the thermistor lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a surgery was performed on january 19,2022 for patients with delirium. It was stated that the catheter was torn on (B)(6) 2022. Catheter was removed with a cystoscope by a urologist on the 24th. About 15 cm of catheter remnant was removed. It was confirmed that the patient was not experiencing any problems. Stated the catheter rupture due to patient traction. As per sample evaluation from the investigator via email on 11jul2022, it was noted that a hole was found over the thermistor lumen.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion inlet tubing. Visual inspection noted that the tip of the catheter with the balloon was broken off of the rest of the catheter upon receival of sample. Further inspection noted a tear measuring 0.0990" over the temperature wire. This is out of specification per inspection procedure which states, "balloon must not be torn". No missing pieces. A potential root cause for this failure could be catheter lumen wall thickness is too thin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter.¿ the actual/suspected device was inspected.